Manufacturer narrative:
Multiple attempts to gather additional information from the treating practice were made on (B)(6) 2017, (B)(6) 2018. According to our records and device complaint history, the control unit ((B)(4)) and handpiece ((B)(4)) that were used during the treatment are still in use and are presumably under the possession of the treating provider. Transducer serial number (B)(4) was used to completion on (B)(6) 2017 according to the support log provided by the treating practice. Transducer serial number (B)(4) was used to completion on (B)(6) 2017 according to the support log provided by the treating practice. The transducers used during the treatment were not reported under any other complaints. The IFU instructs users to dispose of depleted transducers. Subsequently, these devices were not requested back for investigation. The investigation found that a merz/uithera device did not malfunction during the treatment and was used in accordance with the instructions for use for the areas that were treated. After consultation with merz scientific affairs, it was confirmed that a standard treatment (found in instructions for use document 1002187ifu rev h) avoids the midline of the neck by design and does not reach the vocal cords. The exam records indicate that the treatment was confined to the lower face and submental region and since the patient was not treated in the neck region, this treatment is unlikely to have reached the vocal cords. Additionally, the "gruffness" experienced by the patient was observed a couple of days after the treatment, rather than immediately or on the same day of the treatment; the date of the diagnosis of "swollen vocal cords and paralysed/deformed left vocal cord" was not provided. The patient's medical history, CT results, and logopedics treatment records were not provided despite multiple attempts. It is not likely that an issue with a patient's vocal cords would have been caused by the ultherapy treatment. No additional investigation or corrective actions are warranted for this complaint. Furthermore, this complaint is not subject to any current field corrective action (fca). Ulthera will monitor complaint data according to current statistical trend analysis procedures.

Manufacturer narrative:
Multiple attempts to gather additional information regarding this reported event were made on 2017-nov-22. When additional information becomes available, a supplemental medwatch will be filed.

Event description:
On 2017-nov-21, ulthera, inc., merz device innovation center received a report indicating that a merz affiliate in the (B)(4) discussed a potential adverse event that occurred following an ultherapy neck treatment on an unknown date. The merz affiliate stated that a patient experienced "gruffness a couple of days after the treatment" and was reportedly diagnosed with "swollen vocal cords and a paralysed/deformed left vocal cord" by a general practitioner. It was also reported that the patient had a CT scan performed to exclude any tumors, however results from the scan have not been provided.